Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during clinical follow-up that a patient presented with no capture on the left ventricular lead. Physician reviewed the x-ray and the left ventricular lead had dislodged. Issue had not been addressed but lead revision was planned. The patient was not symptomatic and stable.

Event description:
New information notes that the lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.